Event description:
The customer reported "the bottom part of the left screen was fuzzy. Both screens are scrolling and flickering now. No fluoro." There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processing computer. The system operates as intended.